Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a week after the implant procedure, the lead was found to be dislodged. During repositioning, the helix was unable to be retracted. Once the helix was retracted, the lead was replaced. There were no patient consequences.